Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5350830. A manufacturing review indicated that there was no equipment, instrument, process, and/or surfaces that could cause this kind of damage. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a healthcare worker obtained a contaminated needle stick injury from a 24 g x 0.75 in. Bd saf-t-intima IV catheter safety system. He/she suffered the injury after activating the safety mechanism and the needle came out. It is unknown if the healthcare worker received any medical intervention as the reporting facility felt that this information was confidential and declined to provide it.